Event description:
The customer reported on (B)(6) 2014 her blood glucose, carbohydrate intake and insulin history as follows. The pod was deactivated and she noticed the cannula looked bent in a 45 degree angle.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed adn the product lot met all acceptance criteria.